Manufacturer narrative:
Product analysis: the device as returned with the external slider in the home position. The stent graft was received deployed in the packaging. There was scratching visible to the taper tip and distal end of the graft cover. There was flaring to the graft cover tip, and the graft cover tip was advanced under the lip of the taper tip. There were kinks to the graft cover and spiral tubing, with separation to the spiral tubing visible at these kink sites. There was bunching and twisting to the graft cover and the graft cover bond. The graft cover was retracted, and deformation was visible to the proximal end of the taper tip. There was bunching and movement of the spiral tubing sheath, with separation to the spiral tubing at the distal end of the spiral tubing. The reported deformation (in vivo) could be confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties and the gap noted between the graft cover and tip of the delivery system were likely confirmed; however, the cause of the events could not be determined. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Additional angiogram videos, including the initial insertion of the delivery system into the vessel were not available for a thorough assessment of the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (etlw1613c156ee) was intended to be implanted during the endovascular treatment of a 50mm abdominal aortic ulcer . It was reported during the index procedure, esbf2814c103ee was successfully deployed, and etlw1613c156ee was planned to be implanted to complete the leg support. When the limb entered the body through the guide wire, under angiography, it was found that there were signs of separation between the metal wire that the tip inside the delivery device is connected to and the tip, and it could not be advanced into the target position. As a result, the limb was withdrawn from the patient and replaced with etlw1613c124ee. Two additional endurant limbs (etlw1613c124ee <(>&<)> etlw1624c124ee) were implanted, and the surgery was successfully completed. It was confirmed it was not separated before insertion into the patient. Per the physician the cause of the insertion difficulties and subsequent deformation was anatomy related due to the severe calcification and tortuous access vessel. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.